Event description:
Account stated that the lens on the indirect light of p696 light has come into contact with the fluorescent bulb and has melted hole the size of a quarter in the lens. Lens has already been replaced.

Manufacturer narrative:
Technician investigated and found that the upper light lens was melted because after approximately 15 yrs of heat rising into the upper lens, the lens dry-rotted, cracked, touched the bulb and melted. No patients injured.